Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture due to a suspected lead dislodgment. A procedure was performed to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.